Event description:
In 2008, the patient's clinical diabetes educator reported the display screen on the patient's insulin infusion device is cracked, and he can only view 1/8 of the screen. She stated the patient first noticed this two days ago. She said the patient bumped into something and did not notice it. She stated the patient has switched to his backup infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.